Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pumps shutting down and ¿loud beeps and system failures¿ have been occurring. The alaris devices will normally not turn back on, but if the alaris device does turn back on, it will do the same thing. The event was reported to bd associate during site visit. There was no information on patient involvement.